Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the area from the proximal part of the mounted stent was noted to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the area from the proximal part of the mounted stent was noted to be lifted. The procedure was completed with a different device. No patient complications were reported. Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination found stent damage to proximal stent rows 5-7. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.